Event description:
A non-labeled peritoneal dialysis catheter in a pt was identified as a gastrostomy tube, and liquid food was fed through the catheter. The pt had end-stage renal disease, and the catheter was placed in an unknown facility. When the feeding was discovered, the pt was given antibiotics intravenously and transferred to another hosp for peritoneal lavage in stable condition. The pt expired eleven days later, and there is no info at this time on cause of death.